Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s11i28082 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a homechoice device, a patient experienced a leak on their cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.